Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: suspected rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female underwent a breast reconstruction revision with 325cc mentor memorygel breast implants and experienced bilateral suspected rupture post-operatively. As a result, the patient underwent device removal and replacement with 325cc mentor memorygel breast implants, catalog number 3503251bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. Upon explantation the devices were found to be intact. This report is for the patient's left-sided device.